Manufacturer narrative:
Preliminary analysis of the returned device confirmed that its electrical characteristics conformed to established specifications.

Event description:
Reportedly, the device was found in back-up mode upon interrogation on (B)(6) 2017, and the battery impedance was 12.3 kohms. During the last follow-up performed in april 2017, the battery impedance was 4.5 kohms. The device was explanted on (B)(6) 2017 and returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, the device was found in back-up mode upon interrogation on (B)(6) 2017, and the battery impedance was 12.3 kohms. During the last follow-up performed in (B)(6) 2017, the battery impedance was 4.5 kohms. The device was explanted on (B)(6) 2017 and returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, the device was found in back-up mode upon interrogation on (B)(6) 2017, and the battery impedance was 12.3 kohms. During the last follow-up performed in (B)(6) 2017, the battery impedance was 4.5 kohms. The device was explanted on (B)(6) 2017 and returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).